Manufacturer narrative:
Batch review performed on 22-mar-2020: lot 171959: (B)(4) items manufactured and released on 13-sep-2017. Expiration date: 31.08.2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to the patella being overstuffed and the tibial baseplate being loose after about 2 years from the primary surgery. The surgeon revised the femoral component, tibial tray, insert, and resurfaced the patella. The surgery was completed successfully.